Manufacturer narrative:
(B)(4). The evaluation and repair was completed by a non-medtronic service provider. The service provider reported to have cleaned the membranes of the expiratory valve. The ventilator passed self testing. Medtronic was not authorized to conduct the repair; the reported complaint could not be confirmed.

Event description:
It was reported that an 840 ventilator stopped cycling. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.